Manufacturer narrative:
(B) (4). The ge service rep found a 5 volt supply at 4.7vdc, causing the c-arm to reboot itself intermittently. He reseated the supply connectors and adjusted for 5.2 vdc. He also repaired split cable ends for the power and interconnect cable then tightened the wire connections on the power plug. The c-arm is now working properly.

Event description:
The customer reported that all of a sudden, the unit fades out and will not come back up. The system had to be rebooted to get it back up. Will have po for fse.